Manufacturer narrative:
The patient is reportedly still experiencing facial nerve stimulation with the newly implanted device. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The pt continues to experience facial nerve stimulation with the new cochlear device.

Event description:
The patient reportedly experienced facial nerve stimulation with limited or no auditory sensation. Programming adjustments were attempted, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another cochlear device.